Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 03/14/2016 to report a skin reaction that occurred at the site of sensor placement on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient described the reaction as a raw and red rash that secreted pus, around the adhesive patch. Patient treated the affected area with over-the-counter, triple antibiotic cream. On (B)(6) 2016 patient saw their health care provider regarding the skin reaction and was prescribed mupirocin ointment usp 2.0%. During that visit, it was also recommended that the patient try sensor insertion at the thigh. At the time of contact, the patient was in good condition. No additional event or patient information was provided.